Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, during the stapling of the stomach, the loading unit came out of packaging with no staples in the cartridge. The unit was loaded and grasped the stomach but would not fire. Upon removal from the stomach, the technician noticed that the cartridge did not have staples in the unit. It was noted that the surgeon was not able to press the green button. A new reload was opened in order to complete the case. It was noted that the same adapter and handle were used successfully. There was no patient injury.